Event description:
The patient had the catheterization on (B)(6) 2014, and the process was smooth, regularly returned to the hospital for maintenance. On (B)(6) 2015 the patient returned to the hospital for the maintenance (the interval was 11 days past the last maintenance, and the hospital stipulate that the patient must come back to the hospital for maintenance in 7 days), the nurse found a section of 3 cm leaking catheter outside the body, and the residual catheter was missing. Immediately conducted the heart color ultrasound examination, and it indicated that the catheter had been into the heart.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexi0326 showed no other similar product complaint(s) from these lot numbers.